Event description:
(B)(6) 2024, a model 3028 ipg was implant in my chest along with a mesh stimulator around nerves in my neck. All healing was slow and on (B)(6) 2025, the device was turned on. At this end of the third week on the (B)(6) 2025, I woke with stroke-like symptoms. I went to local emergency room. Speech was so slurred, I could barely understand myself. Pain in region of neck nerve implant area. Chewing and swallowing also painful. I do remember thinking something came loose in my neck. I still have pain and a feeling of something pressing in my neck though I have not used inspire recently. Note: model 3028 ipg was recalled for defects in (B)(6) 2024. (Months before mine was implanted (B)(6) 2024). I have complete records of inspire visits and procedures. Also, emergency room visit. I may request removal since I am concerned for any other effects that my be even more devastating.